Event description:
Japan agent alliance registry. It was reported that myocardial infarction occurred. The 75% stenosed lesion was located in a severely calcified proximal, mid to distal right coronary artery (rca) and right posterior descending artery (rpda). The proximal part of the rca was treated with a 4.00 x 20 mm agent drug-coated balloon (dcb), the distal part of rca was treated with a 4.00 x 20 mm agent drug-coated balloon (dcb), and rpda was treated with a 2.50 x 15 mm agent drug-coated balloon (dcb). A rotapro was selected for use. Ablation was successfully completed at rca with the rotapro and a non-boston scientific orbital atherectomy system (oas). It was noted that myocardial infarction and slow flow occurred. Creatine phosphokinase (cpk) was 500. The patient was in myocardial infarction rehabilitation for one week. In the physician opinion, there was no relationship between the myocardial infarction and agent devices; the rotapro and non-boston scientific oas devices contributed to the myocardial infraction. It was further reported that the patient health was improved and discharged from the hospital on (B)(6) 2023.

Event description:
Japan agent alliance registry it was reported that myocardial infarction occurred. The 75% stenosed lesion was located in a severely calcified proximal, mid to distal right coronary artery (rca) and right posterior descending artery (rpda). The proximal part of the rca was treated with a 4.00 x 20 mm agent drug-coated balloon (dcb), the distal part of rca was treated with a 4.00 x 20 mm agent drug-coated balloon (dcb), and rpda was treated with a 2.50 x 15 mm agent drug-coated balloon (dcb). A rotapro was selected for use. Ablation was successfully completed at rca with the rotapro and a non-boston scientific orbital atherectomy system (oas). It was noted that myocardial infarction and slow flow occurred. Creatine phosphokinase (cpk) was 500. The patient was in myocardial infarction rehabilitation for one week. In the physician opinion, there was no relationship between the myocardial infarction and agent devices; the rotapro and non-boston scientific oas devices contributed to the myocardial infraction.